Manufacturer narrative:
Batch review performed on 03 april 2020: lot 151722: (B)(4) items manufactured and released on 05-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem since 2016. To date, (B)(4) items of the same lot have been already sold with one similar reported event. Additional device involved: batch review performed on 03 april 2020: lot 1905489: (B)(4) items manufactured and released on 13-sep-2019. Expiration date: 2024-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: repeated infection in tha, few weeks after last operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
One month after a previous revision surgery, the patient came in duo to signs of infection. The surgeon revised the head and liner and the surgery was completed successfully. The pathogen is unknown.